Manufacturer narrative:
(B)(4). Corrections: section d4: expiration date: added the expiration date to reflect the gudid. Section g4: PMA/510(k) number: added the 510(k) number. Method: the opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and images provided by the customer and our knowledge of our product. Results: visual inspection of the images provided by the customer revealed that the cannula's interface was broken in to two pieces. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in china on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the opt316 optiflow junior infant nasal cannula's interface was broken during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the opt316 optiflow junior infant nasal cannula's interface was broken during use on a patient. There was no reported patient consequence.